Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the connector part to be out of alignment due to strain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0yl6p, implanted: (B)(6) 2015, product type: lead. Product ID: neu_wrench_acc, product type: accessory. (B)(4).

Event description:
The representative reported lead insertion difficulty during implant. The physician tried to advance the lead through the battery and met resistance. The lead was straightened out and the lead was tried to advance through the implantable neurostimulator (ins) "lumen" again. Resistance was met again, so the physician tried "loosening the grommet". After much manipulation, that allowed the lead to pass through in the correct position, but when the physician tried to tighten the grommet, it would not tighten. It was indicated they had heard the corresponding "clicking" sound. The ins was noted to be "defective." Another ins was used without incident. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If new information is received, a supplemental report will be sent.